Event description:
It was reported that the patient experienced apnea and the patient's mother requested the vns generator be removed as she believed the cause of the apnea to be related to the vns. The patient's generator was disabled, which reportedly improved the patient's apnea. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.